Manufacturer narrative:
On an unreported date in (B)(6) 2016 (also reported as ¿about a month ago¿), the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by swelling. It was reported that the patient has had swelling ever since (no further detail was provided). The cause of and the treatment for the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. No further information was provided regarding the patient's outcome for the event or whether dianeal therapy was ongoing. No additional information is available.